Manufacturer narrative:
The end user states that since receiving their replacement cushion, their skin is in the process of healing, and they've had no additional complications when operating their cushion. Per quality's evaluation, the cushion was found to be free of manufacturing defects. See attached evaluation report for details. The provided operation manual includes information for safety that states; "skin/soft tissue breakdown can occur due to a number of factors, which vary by individual. Check skin frequently, at least once a day. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional." The operation manual also contains information that states if the product does not appear to be holding air, immediately contact an equipment provider, customer support, or distributor. Although an alleged injury is reported, no supporting medical documents have been provided. If additional information related to the complaint is obtained, a follow-up report will be submitted.

Event description:
The end user reports that they have two open wounds from their cushion going flat. The end user states that they initially thought they were just having trouble operating the cushion, so they did not contact customer support immediately. The end user mentioned that they are uncertain of exactly when the cushion started deflating, but they had been in physical therapy and seeing a wound care specialist for a few weeks prior to making contact with roho, inc.